Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece.

Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient faced an event of infusion set tubing detachment at tubing connector on (B)(6) 2025. The site was right side of patient's abdomen. The infusion set was used for one day. No further information available.